Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the neurostimulator after the expiration date, not prepping the skin with an antiseptic solution, improperly closing the surgical site, using inappropriate tools, and not prescribing antibiotics pre-operatively have been ruled out as potential root causes. It is unknown what caused the redness and itchiness as the incision appeared fully healed at their six post-op appointment. Although the cause of the reported issue is unknown, a surgical issue was identified as there were multiple tunneling attempts performed between the two incisions. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. Although the cause of the redness and itchiness is unknown, a surgical issue was identified as there were multiple tunneling attempts performed between the two incisions (user error-clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.

Event description:
The patient reported their incision site was red and itchy. An infection was confirmed and antibiotics were prescribed. As of (B)(6) 2025, the redness and itchiness is resolving.